Manufacturer narrative:
(B)(4) b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The device has been received from the user facility for investigation at our bbm laboratory in (B)(6). A follow-up report will be provided when the examination results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): under infusion: "according to given instruction the pump was set to an infusion rate of 400 ml/h with an upper limit of 1000 ml. After 2.5 hours the upper limit was reached but the residue in the container was just above 500 ml. Thus the pump had not administered the set volume."

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was in a good condition. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.